Event description:
It was reported that there was a malfunction with the customer's pump, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the malfunctioning pump and sent a replacement with updated software. The customer was advised to use multiple daily injections as a backup method while awaiting the new pump. Instructions were provided for placing the pump into storage mode before returning it, and the customer acknowledged these steps. Additionally, the customer was instructed on the process for receiving the replacement pump and returning the faulty one.